Event description:
It was reported that the syringe handle was broken and will not move.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with chipped out on ear clip and cracked on battery compartment of bottom case. Customer reported problem should be primary audible alarm post error and not syringe handle broken and will not move. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. However, the primary audible alarm post error was duplicated. High profile c9 broken off from interconnect board from pump because the pump has been dropped by the customer (cracked on battery compartment). Service replaced the interconnect board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.